Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle/syringe. The customer reports, "cannula breaks at epoxy when attempting to use it. Customer admits that she uses her syringes more than once but this cannula broke on the first use upon injection."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.